Manufacturer narrative:
Previously reported: the manufacturer received information alleging oxygen is leaking from the oxygen blending module of a trilogy ev300. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module assembly was replaced to address the issue.

Manufacturer narrative:
H3 other text : pending the outcome of the investigation.

Event description:
The manufacturer received information alleging oxygen is leaking from the oxygen blending module of a trilogy ev300. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.